Event description:
The patient had been using the omnipod 5 system for three months prior to the incident. A few weeks ago, she experienced severe hyperglycemia that required an ambulance. While en route to the hospital, she suffered a pulseless electrical activity arrest, likely due to metabolic acidosis. Upon arrival, she was found to have diabetic ketoacidosis and concurrent pneumonia, and she was treated with insulin and antibiotics. Although her clinical condition initially improved, she later developed encephalopathy, episodes of asystole, renal failure, and respiratory failure, ultimately leading to her death. Before initiating the omnipod system, the patient received the required educational materials from the manufacturer through a certified provider. In the two weeks leading up to the incident, the patient's glycemic control was meeting her blood glucose targets, with an average glucose level of 164 mg/dl, 68% time in range, and a glucose management indicator of 7.2%. Two nights before the incident, shortly after changing her pod, her blood glucose levels began to rise steadily from 1 a.m. To 6 a.m., eventually exceeding 400 mg/dl and remaining elevated for 37 hours despite multiple recorded bolus doses totaling 16 units. The patient was aware of these hyperglycemic events, as she continued to enter bolus doses. However, despite these bolus deliveries, her glucose levels did not decrease, raising concerns about possible insulin delivery failure, such as cannula dislodgement or occlusion, or a hardware malfunction. It is also possible that her concurrent pneumonia contributed to the dka. The exact reason for the potential malfunction of the omnipod 5 system remains unclear. Despite the continuous hyperglycemia, the patient continued to rely on the omnipod for insulin delivery, unaware that reverting to backup insulin injections might have been the best course of action. It seems she did not associate her situation with a potential "pod failure," as the pump appeared to be operational and did not display any clear error messages. In this case, additional system features and clearer user guidance might have mitigated the risk of severe dka and its fatal consequences. We request that the FDA encourage the manufacturer (insulet corporation) to provide clear and direct guidance for clinicians and patients on identifying potential omnipod 5 system failures, including both technical and functional issues. The guidance should include warning signs that should prompt patients to seek help and revert to their backup insulin injection regimen. For example, reaching a specific blood glucose level for a defined period or remaining hyperglycemic despite administering bolus doses. Additionally, we recommend a tiered alert system that escalates from advisory alarms to an urgent notification of suspected pump failure when multiple attempts to correct glucose levels fail over a defined period. Diagnosis for use: type 2 diabetes.